Event description:
It was reported that while the clinician was conducting a sensing test, it was noted there was no output at vvi 30 so the clinician attempted to stop the test. The device would not take the command and continued to not pace or stop the test. The clinician quickly removed the programming head and the normal operation resumed. This caused about a ten second pacing pause and the patient felt a little "woozy". Follow up confirmed the light pen for the programmer was not working well. The patient was not tolerating a rate of thirty and was indeed woozy at a rate of thirty. Test was repeated with a new touch pen and all was fine. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.